Event description:
Provider states pump not holding in the up position, and will not pump up with weight in the lift. It was reported that the unit will pump up at 120 pounds but not 250 pounds. No injury or ill effect.